Manufacturer narrative:
The returned device was evaluated. During visual inspection of the device, it was found to have a missing a latch at the db9 connector. During evaluation the sensor passed all functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported spo2 readings were unable to be obtained for several minutes. The sensor was disconnected from the cable and reconnected, a reading would display, but then immediately "drop out" when the cable and sensor was placed "back on the bed." This issue occured several times. No consequences or impact to patient were reported.